Event description:
Caller stated during the call that the patient had a broken lead on a previous device that broke and was replaced on (B)(6) 2022. Caller states it was an "unknown octrode" lead, later stating the medical record states it is a st. Jude device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).